Event description:
During a laparoscopic gastric bypass with roux-en-y procedure, on the fifth firing with a tra45w reload on the roux limb, the staple cut the tissue but did not fire staples. No consequence to the patient. The surgeon had to redo the entire jejunostomy. A same like instrument was used.